Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. . G2: canada no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided. Unable to perform a compatibility check. A review of complaint history cannot be performed without product identification. X-rays were provided in the journal article, however, it is unknown if they are related to the patient in the complaint. The complaint is not confirmed. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Journal article citation: greenberg, a., cohen, d., ekhtiari, s. Et al. Prevalence and clinical impact of radiographic sclerotic lines adjacent to cementless tibial stems in revision total knee arthroplasty: a long-term follow-up study. Eur j orthop surg traumatol 35, 11 (2025). Https://doi.org/10.1007/s00590-024-04142-y.

Event description:
A journal article was retrieved from european journal of orthopaedic surgery & traumatology (2024) that reported a study from canada. The purpose of the study was to quantify the prevalence of sclerotic lines at the bone-implant interface and assess the impact of progressive sclerotic lines on revision for aseptic loosening. The study reviewed 153 patients who received a nexgen lcck implant system treated with a hybrid cementing technique at zone 2 using palacos mv+g cement and press-fit diaphyseal stems. The indication for index revision surgery was aseptic loosening in 68 patients (44%), periprosthetic joint infection in 25 patients (16%), malrotation in 23 patients (15%), instability in 18 patients (12%), periprosthetic fracture in 13 patients (8%), stiffness in five patients (3%), and dislocation in one patient (1%). The mean age was 67.6 ± 7.77 years (range 42¿88), with 78 female patients (50.9%). The mean follow-up was 16.5 ± 4.12 years (range 15¿23). The study reported that 6 patients were revised due to infection. No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.